Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated. The device was found to be in backup vvi operation. The patient reported that he had been exposed to an area with high electricity. After a device software download, normal functioned ensued. No patient symptoms were reported.